Manufacturer narrative:
As no product was returned, functional testing was not performed. An evaluation was conducted using photos provided by the customer. This evaluation confirmed the reported issue; however, a root cause was not established. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects.

Event description:
It was reported the pump alarmed check plunger sensor error/replace missing power cord and power cord cover. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.